Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill test and reservoir passed per specifications. No air bubble anomaly observed during testing. Checked o-rings and stopper groove for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that insulin from the reservoir leaked. It was mentioned that the customer has issues with air bubbles about an inch in the infusion set and tubing. The customer's blood glucose reading was 5.2mmol/l. No further information was provided.